Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose of 341 mg/dl with symptoms of dehydration and increased thirst associated with a time/date reset issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly self-treated with insulin via the pump and an insertion site change. The reporter noted that a bent cannula also contributed to the alleged bg excursion. Reportedly, the time and date reset to default settings when the battery was out of the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with not resetting the time and date correctly after the pump was rebooted.

Manufacturer narrative:
This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.